Event description:
ICD implanted in 2007. Checked 2 months later and found very high thresholds on rv lead. Dr thinks it might be something with the screw. Rv lead replaced with new lead. No harm to pt.